Event description:
On 8/6/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in loss of consciousness. The event occurred on 8/3/24. On 8/8/24 a beta bionics customer care agent followed up with the user about the event. The user reported they experienced severe hypoglycemia, resulting in a loss of consciousness and a fall. The user's lowest recorded bg level was 60 mg/dl, with bg remaining outside the normal range for approximately 30 minutes. After regaining consciousness, the user used glucose tablets and a peanut butter sandwich to correct their bg levels. The user did not require professional medical intervention or third-party assistance. Following a discussion with their cds and adjustments to the ilet settings, the user reported that the ilet has been functioning well since then.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows three isolated cgm glucose values < 70 mg/dl during the reported event period. Two of these glucose readings were within 90 minutes of a less than usual meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that the user overestimated the carbohydrate content of their meal and chose a meal size that was too large, resulting in an excess of insulin relative to their need.